Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product defect contributed to the pod dislodging. A dislodged pod could interrupt insulin delivery and contribute to hyperglycemia which can lead to diabetic ketoacidosis. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka)," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The pt reported that she was hospitalized for five days with diabetic ketoacidosis. Her blood glucose was 457 mg/dl. She stated that the pod, which had been also with medical tape, dislodged while she was sleeping. The device was discarded.